Event description:
The customer reported an o2 valve stuck closed occurrence during pre-use testing. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturer's service technician was unable to duplicate the customer reported event. Review of the device diagnostic log noted an occurrence of an o2 valve stuck closed. Applicable testing were completed and tests passed to operating specifications. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs.